Manufacturer narrative:
Additional information: it was reported that the distal shaft of the device detached at the catheter port, the separation occurred after removal from the patient. Pulling caused separation of the device. Image review: image shows a 2.5mm x 30mm shelf carton, and the distal section of an sds device. Deformation is visible to the proximal stent struts. The distal shaft appears to have been cut. The lot number on the label of the shelf carton corresponds with the lot number reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to used a resolute integrity rx coronary, drug eluting stent to treat a severely calcified, severely tortuous lesion exhibiting 97% stenosis in the mid left anterior descending (lad) artery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre dilated three times at 14 atm. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent could not cross the lesion and an image provided indicates the stent deformed in vivo during positioning. The patient is alive with no injury.